Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported by the customer that their insulin pump gave no motor movement or negligible movement alarm retried to free a stuck motor failed the customer was not able clear the alarm. The customer ran the load reservoir and fill tubing process and got alarm again during the load reservoir and fill tubing process . The customer's blood glucose was not known. The customer was advised to revert to backup plan as per hcp. The product will be returned for analysis.

Manufacturer narrative:
The device was received with a no motor movement alarm during rewind. Failure has been isolated to the motor assembly. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to no motor movement alarms.